Event description:
It was reported that the bd intima-ii¿ closed IV catheter system was involved with a patient experiencing infection. During device use it was stated that, "there was redness, swelling, heat, pain and scleroma found about 3cm away from the puncture site..." Medical intervention was administered, with the patient receiving a treatment of magnesium sulfate, and intravenous drip of clindamycin. The patient was ultimately discharged from the hospital, free of redness, swelling, or scleroma. The following information was provided by the initial reporter: there was redness, swelling, heat, pain and scleroma found about 3cm away from the puncture site on (B)(6) 2021, the symptoms covered the entire wrist. After surgical consultation, wet compress of magnesium sulfate was given and intravenous drip of clindamycin was given. On (B)(6) 2021, the patient was discharged from hospital without inflammatory reaction of redness, swelling and scleroma.

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 9323922. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample could not be obtained for evaluation and testing, but this lot was treated and received a certificate of conformance for sterility. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system was involved with a patient experiencing infection. During device use it was stated that, "there was redness, swelling, heat, pain and scleroma found about 3cm away from the puncture site..." Medical intervention was administered, with the patient receiving a treatment of magnesium sulfate, and intravenous drip of clindamycin. The patient was ultimately discharged from the hospital, free of redness, swelling, or scleroma. The following information was provided by the initial reporter: there was redness, swelling, heat, pain and scleroma found about 3cm away from the puncture site on(B)(6) 2021, the symptoms covered the entire wrist. After surgical consultation, wet compress of magnesium sulfate was given and intravenous drip of clindamycin was given. On (B)(6) 2021, the patient was discharged from hospital without inflammatory reaction of redness, swelling and scleroma.